Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) could not load the configuration file. An error stating "application could not load the configuration file" appeared when the mvs was turned on. During troubleshooting, the old backup file was restored. The problem was resolved after replacing the configuration file. There was no patient present when this issue was identified. The suspected cause of the reported issue was the configuration files were damaged.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: and serial/lot #: (B)(6), lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.